Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. Fa found the instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure. A review of the device logs for the small grasping retractor (470318-10/n10190222-0030) associated with this event has been performed. Per this review of the logs, the small grasping retractor was last used on 24-may-2022 with 7 uses remaining. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the small grasping retractor instrument had broken cables. The procedure was completed with no reported injury. On 7-july-2022, intuitive surgical, inc. (Isi) received mw5110106 stating: "cable on robotic instrument found to be broken." Isi followed up with the initial reporter and obtained the following additional information: the customer reported that no fragments fell into the patient. Patient information was requested, but not provided.